Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a beta cap adapter. The customer reports a pt reported to baxter that his/her transfer set separated from the plastic catheter adapter during therapy. Transfer set and adapter were changed and pt given prophylactic antibiotics. Samples discarded.